Event description:
On event date during an angiogram of the left coronary artery of a pt with a history of coronary artery disease, the spyglass jl4 catheter entered the coronary artery too quickly, possibly advancing too far. Subsequent review of the films revealed a left main dissection; however, there was no loss of blood pressure at the time. The pt was taken to surgery for coronary artery bypass grafting to repair the left main dissection. At this time a second graft was also performed in the right coronary artery due to disease. The pt was recovering at the time of this report.